Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, the stent appeared loose on the balloon. The 100% stenosed target lesion was in the left anterior descending artery (lad). A 3.0x28mm taxus express2 drug eluting stent had been selected and advanced into a non-bsc guide catheter. Resistance was felt. The device was removed, and it appeared that the device was "not adequately secured to the balloon". The procedure was completed with another 3.0x28mm taxus express2 des. There were no pt complications reported with the pt's current condition listed as "good". Additional info was requested, but is not available.